Event description:
During an unspecified gynecological procedure, the suture broke out of package. The surgeon applied another product.

Manufacturer narrative:
8/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.